Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for oversensing of noise, and a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals occurred. It was further reported that the patient received inappropriate shocks due to noise. In addition, the lead had high rv defibrillation impedance. A lead fracture was suspected; however; during the lead revision, dents were noted in the implantable cardioverter defibrillator (ICD) that indicated a possible lead pin/connector issue. Initially, the physician elected to program the device system off and subsequently, the ICD and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.